Event description:
When contacted for follow up information, it was reported that the patient had not had revision surgery. No further information was available. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that the patient had ¿bad side effects¿ when the device was turned on. It was noted that the patient felt a ¿jerking motion in her arm¿ when the device was turned on. It was further noted that the patient was experiencing pain in the ¿front part of the incision toward the front of her head¿ that ¿comes and goes.¿ it was noted that this pain lasted ¿sometimes a couple of days or a few weeks.¿ it was noted that this pain was located near the incision on the top of the patient¿s head. It was noted that the patient¿s pain and jerking motion began 2 years prior to the report. It was noted that reprogramming had been attempted; the latest session being a few weeks prior to the event. It was noted that the patient¿s side effects were ¿so bad that she rarely turns the device on anymore.¿ it was noted that the patient was experiencing ¿jerking and pain¿ with the setting she was on at the time of the report. It was noted that an x-ray had not been performed. There was no report of a fall or incident related to this event. Almost one month later it was reported that the patient had a misplaced lead and had been given the option or revision surgery. No decision by the patient had been made.

Manufacturer narrative:
Concomitant products: product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006,product type: extension. Product ID: 3387-40, lot# j0401877v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0401877v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).